Event description:
International affiliate reports the tips of two final tighteners/drivers sheared off when performing the final tightening stage of the procedure. See mfg medwatch report# 1526439-2013-10519 for the second driver that was involved in this event.

Manufacturer narrative:
Visual examination of the returned driver shaft found the distal tip of the instrument had not sheared off of the instrument as reported. Tip breakage had not occurred. However, the tip of the driver was found to be stripped. No definitive conclusions can be made as to the cause of the tip stripping. However, the damage is indicative of a driver that was not fully seated when torque was applied for screw tightening. Review of the device history record found no discrepancies. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.